Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's lot number is unknown. G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, a drill broke within the drill guide. No debris fell or remained in the patient. The procedure was completed using another set. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. Product was returned for investigation. There are scratches present around the flutes and base of the drill. The hudson end has nicks and scratches present. No other damage was noted during visual evaluation. This device has an approximate field age of three and half years. Dimensional evaluation of the fluted drill diameter confirmed that the feature is conforming to specification. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h11. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.